Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient not wearing a mask while performing a peritoneal dialysis (pd). It was also reported that the patient had many pets and they were a possible source of contamination. The patient was manifested by cloudy fluid and mild abdominal pain. The patient was not hospitalized for the event of peritonitis. On the same day as the onset, the patient was treated with injection vancomycin (1 gram in only one bag (at night), on every 5th day, intraperitoneally) and injection meropenem (1 gram in only one bag (at morning) daily, intraperitoneally) for the event of peritonitis. Two days later, the patient was retrained on proper aseptic techniques and procedures. The patient recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.